Event description:
It was reported that following the implantation of a sparc sling, the patient experienced erosion and pain. It was noted that the mesh was removed. If additional information I received, a follow up report will be sent.